Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a 'invalid circuit module alarm' during a case and lost the ability to mechanically ventilate. The patient was manually ventilated to complete the case. There was no report of patient injury.

Manufacturer narrative:
According to additional information received, the biomedical engineer replaced the sensor interface board and the unit was returned to service.